Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was hospitalized after receiving inappropriate high voltage therapy due to oversensing of noise. Insulation damage and suspected fracture were also noted. The noise was reproducible in clinic. The lead was capped and replaced. The patient was in good condition following the procedure.